Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, the physician advanced a penumbra system jet 7 reperfusion catheter (jet7) into the patient¿s body using a neuron max 6f 088 long sheath (neuron max), but was unable to identify any radiopaque tip marker band on the jet7. The physician then changed views but still was unable to identify the marker band. Therefore, the jet7 was removed. The procedure was completed using the same neuron max and a new jet7. It should be noted that the marker band of the new jet7 was easily identified and there was no noted damage to the first jet7 after removal. Additionally, there was no report of an adverse effect to the patient.